Manufacturer narrative:
After the case, the perfusionist (ccp) checked the sensor and it seemed to work fine. The field service representative (fsr) recommended replacing the sensor. The level sensor was removed from service and replaced with a new sensor. The manufacturers clinical service staff asked the ccp if he had any low level conditions during cpb and he stated no. There is a possibility the level disconnect led was illuminated during cpb, and not noticed by the ccp, but that is not known. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor alerting "disconnect" intermittently, even though the sensor was plugged in. The device was not changed out. The case was finished with no problem. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: this incident actually occurred after cpb. With the level sensor still enabled (alert only mode), the perfusionist (ccp) purposely drained the venous reservoir as he directed blood to his cell washer so that blood left in the cpb circuit could be processed for re-transfusion purposes. When the reservoir level dropped below the level sensor transducer, a low level alert did not occur (as expected). The ccp looked up at the safety monitor and the sensor disconnect light emitting diode (led) was illuminated. He checked the level sensor connection to the module (back of safety monitor) and it appeared intact.